Event description:
Actuator dowel pins are broken and this has also attributed to damage to the actuator dowel pin holes. Service tech, discovered that when the actuator arm was risen the actuator wiring was also broken.